Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. The guidewire assembly was also returned. The guidewire was noted to be stretched out and fractured, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage found to the guidewire and reported vessel dissection remains unknown.

Event description:
During a percutaneous transluminal aortic valvuloplasty (ptav) procedure, a hematoma occurred. The sheath was inserted into the right femoral vein when it was noted that the pressure of the guidewire spring was loose and the wire tip was stuck in the vein. The sheath and guidewire were removed from the vein successfully and performed hemostasis as usual. Fluoroscopy was performed which showed a hematoma of the inferior vena cava. The procedure was stopped and the patient was transferred to the ICU for observation.